Event description:
It was reported that 2 unspecified bd¿ pen needles were difficult to operate and the cannula was too long. The following information was provided by the initial reporter : the consumer stated that the needles were too long, difficult to get into the stomach and with arthritis it also makes it difficult to depress the pen. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 unspecified bd¿ pen needles were difficult to operate and the cannula was too long. The following information was provided by the initial reporter : the consumer stated that the needles were too long, difficult to get into the stomach and with arthritis it also makes it difficult to depress the pen. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for dimension due to unknown lot number.